Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated pairing failed alerts while attempting to connect to a dexcom g7 continuous glucose monitor (cgm), with prolonged pairing status despite multiple guided troubleshooting steps, and the patient reported hyperglycemia confirmed by a glucometer at 417 mg/dl; the problem involved intermittent communication failure between devices and implicated electrical/magnetic components including the antenna. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included delay to therapy due to lack of cgm connection. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and ilet, consistent with intermittent communication failure and involvement of electrical/antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.